Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited sensing noise. No intervention was performed. The physician stated that they will continue to monitor the patient. The patient was in stable condition.